Event description:
User experiencing discrepant results since 2007. The following examples were provided: sample 1, male, tested in 2007, initial cortisol result 0.018, repeat 19.09, units of measure not provided. Sample 2, testing date not provided, initial lactate result 0 mmol/l, repeat 2.0 mmol/l. Sample 3, tested in 2008, initial results as follows: ast 0 u/l, alt 1 u/l, alkaline phosphatase (alp) 0 u/l, total protein 0.0 g/dl, albumin 0.0 g/dl and urine acid 0.0 g/dl. Same sample repeated gave results of ast 28 u/l, alt 14 u/l, alp 167 u/l, total protein 5.9 g/dl, albumin 2.9 g/dl & uric acid 6.7 g/dl. Sample 4, tested eight days later, initial lactate result <0.2 mmol/l, repeat 1.5 mmol/l. Erroneous results were reported for all 4 samples, patients not adversely affected. It was noted the customer turned off all data flag functions in the software which are used to notify the user of potential problems with results. The field service representative also determined there was a problem with sample tube alignment and performed alignment checks. Performance tests were performed and within specification.